Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting multiple loss of prime alarms per day across multiple different boxes of cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box showed that loss of cartridge detection had occurred. During investigation, the pump emitted a ¿no cartridge detected¿ warning during the load cartridge step. The force sensor calibration reading was taken and the pump was registering zero force. The pump was opened and the force sensor trace wire was cracked at the contact pins.